Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to unknown product performance anomaly. A new right atrial (ra) lead of the same model was successfully implanted. No adverse patient effects were reported. Additional information received which indicates that this ra lead had an anomaly with helix retraction and will be returned for analysis.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to unknown product performance anomaly. A new right atrial (ra) lead of the same model was successfully implanted. No adverse patient effects were reported.